Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, fluoroscopic imaging revealed externalized conductors on the left ventricular lead. All electrical values were normal and the lead continued to be used.